Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca. Zip code: 91325. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced high blood glucose of 22 mmol/l event on (B)(6) 2026. The patient faced high ketones. The patient was admitted to hospital for less than twenty-four hours and was treated with intravenous drip (IV) drip.